Manufacturer narrative:
Follow-up information received on 15-feb-2016 from consumer via regulatory authority (case# mw5059650): the essure implant date was updated to (B)(6) 2005, and the removal date was updated to (B)(6) 2013. The consumer stated she experienced headaches every week for 8 years since essure insertion. In 2013 she began experiencing bone pounding pain in her left side and burning in her left low back. An x-ray showed that a piece of the coil broke and was floating away from the coil. The left coil also looked like a fish hook. Her doctor said they did not look right and then her tubes and coils were removed. A follow-up CT (computerized tomography) showed more fragments so another surgery 3 months later was performed to remove her uterus and cervix. Immediately after removal her headaches went away, and she had not had one in 2.5 years. But shortly after removal she was diagnosed with raynaud's syndrome and was currently trying to figure out why her hands constantly felt like the tips of her fingers hurt so badly and they felt like they were going to explode - severe pins and needles all day long. She could not sleep, zip zippers or button her kid's shirts. She was consumed with the thought that those toxic pet fibers were released in her system creating lifelong problems. Concomitant medication included multivitamins and probiotics. Follow up information received on 18-feb-2016 from consumer via social media: she stated that after 8 years the tip of essure broke off causing her debilitating pain until her hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (ess205) inserted and experienced left sided lower back (sharp stabbing pain for about 6 months, chronic burning pain in her left back (near kidney) for 7 months and pelvic pain. She underwent an x-ray of her stomach and the result showed the left coil had somehow doubled over in her fallopian tube. She underwent a first surgery which left fragments (the tip of essure broke off) and afterwards she underwent complete hysterectomy. A few months after removal, she was diagnosed with raynaud's disease. Only raynaud's phenomenon is unlisted according to the reference safety information for essure. In this particular case, the patient reported chronic back pain (7 months) after essure insertion. The first surgery left fragments. Three months later, she had a complete hysterectomy. Since it is known that essure may cause pain and considering the positive temporal relationship and lack of alternative explanation, the back and pelvic pain are assessed as related to essure. Although the exact date and mechanism of device dislocation were not known, given its nature, a causal relationship cannot be excluded. Due to the nature of this event, although it was not reported if the insertion or removal was difficult, the causal relationship between the essure and device breakage cannot be excluded. In contrast, the raynaud's syndrome is assessed as unrelated due to the negative temporal relationship, and given the localized action of essure in the fallopian tubes. This case is regarded as incident since device removal was required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Legal claim received on 03-dec-2015: on (B)(6) 2005 she had the essure device implanted because she wanted permanent birth control. On unspecified date she began experiencing inflammation, burning sensations and pain in her pelvic and back region due to essure. She also experienced allergic reaction, severe ongoing emotional distress, physical injury and disfigurement as above described. She believed that the essure related component parts were defective and failed to adequately deploy or otherwise implant, which rendered the essure device unsafe for its intended use and caused injuries and damages to her, including but not limited to surgery to remove the device. On (B)(6) 2013 laparoscopic bilateral ovarian cystectomy and removal of essure devices was performed with the intention to relieve her of the inflammation, burning sensations and pain in pelvic and back regions. After (B)(6) 2013 surgery, fragments of the essure remained inside her. On (B)(6) 2014 the physician performed a surgery including an exploratory laparotomy and total abdominal hysterectomy to remove the essure device in its entirety. The invasive surgeries which she underwent caused significant physical pain, emotional suffering, and psychological harm. She also experienced menopause symptoms earlier and more severely than if she experienced menopause naturally due to hysterectomy. Follow-up from 14-dec-2015: no new information was provided. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced left sided lower back (sharp stabbing pain for about 6 months, chronic burning pain in her left back (near kidney) for 7 months and pelvic pain. Consumer underwent an x-ray of her stomach and the result showed the left coil had somehow doubled over in her fallopian tube. She underwent a first surgery which left fragments and afterwards she underwent complete hysterectomy. A few months after removal, she was diagnosed with raynaud's disease. These reported events are interpreted respectively as back and pelvic pain, device dislocation, device breakage and reynaud's phenomenon. The back and pelvic pain, device dislocation and device breakage are listed while the raynaud's phenomenon is unlisted according to the reference safety information for essure. In this particular case, the patient reported chronic back pain (7 months) after essure insertion. The first unspecified surgery left fragments. Three months later, she had a complete hysterectomy. Since it is known that essure may cause pain and considering the positive temporal relationship and lack of alternative explanation, the back and pelvic pain are assessed as related to essure. Although the exact date and mechanism of device dislocation were not known, given its nature, a causal relationship cannot be excluded. Due to the nature of this event, although it was not reported if the insertion or removal was difficult, the causal relationship between the essure and device breakage cannot be excluded. In contrast, the raynaud's syndrome is assessed as unrelated due to the negative temporal relationship, and given the localized action of essure in the fallopian tubes, the raynaud's phenomenon is assessed as unrelated to essure. This case is regarded as incident since device removal was required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 19-oct-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1596). Consumer reported that she experienced rashes on her head every week. She added a photo of one of the painful episodes. Follow up 20-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1597, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer began having headaches every couple weeks that would last 3-4 days for 8 years. Then in 2013 she began experiencing severe bone pounding pain only on the left side of her body. After being told her ultrasound showed proper placement of the essure coils and with nothing else to blame the pain on she went home. After 7 months of sleepless nights and walking in so much pain, at (B)(6), she finally had an orthopedic doctor take an x-ray of her stomach. It showed the left coil had somehow doubled over in her fallopian tube. She took the x-ray to her implanting doctor who finally agreed they needed to be removed. The ends of the coils were in her uterus when she pulled them out and left fragments. A 2nd surgery to complete the removal of all 4 of her women parts, a total hysterectomy. Although her headaches went away instantly. After essure removal, she began having other unusual symptoms and had teeth and gum pain, facial pain, tingling in her hands and feet, esophageal pain, muscle pain. She has also had a tailbone pain that felt hot and cold constantly that began about 4 months after removal. She thought it was due to pet that were most likely released when she pulled them out. She cried herself to sleep every night. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced left sided lower back ( sharp stabbing pain for about 6 months, chronic burning pain in her left back (near kidney) tor 7 months. Consumer underwent an x-ray of her stomach and the result showed the left coil had somehow doubled over in her fallopian tube. She underwent a first surgery which left fragments and afterwards she underwent complete hysterectomy. A few months after removal, she was diagnosed with raynaud's disease. These reported events are interpreted respectively as back pain, device dislocation, device breakage and raynaud's phenomenon. The back pain, device dislocation and device breakage are listed while the raynaud's phenomenon is unlisted according to the reference safety information for essure. In this particular case, the patient reported chronic back pain (7 months) after essure insertion. The first unspecified surgery left fragments. Three months later, she had a complete hysterectomy. Since it is known that essure may cause pain and considering the positive temporal relationship and lack of alternative explanation, this back pain is assessed as related to essure. Although the exact date and mechanism of device dislocation were not known, given its nature, a causal relationship cannot be excluded. Due to the nature of this event, although it was not reported if the insertion or removal was difficult, the causal relationship between the essure and device breakage cannot be excluded. In contrast, the raynaud's syndrome is assessed as unrelated due to the negative temporal relationship, and given the localized action of essure in the fallopian tubes, the raynaud's phenomenon is assessed as unrelated to essure. This case is regarded as incident since a device removal a total hysterectomy were required and other reportable incident due to device breakage that could have led to a serious deterioration in health. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This spontaneous case report received from a (B)(6) female consumer in united states on 23-oct-2013 referring to herself. The consumer had essure (ess205) (fallopian tube occlusion insert) inserted and experienced left sided lower back, sharp stabbing pain for about 6 months and less ovarian cyst pain since essure placement. Follow-up information received on 12-aug-2015 from consumer (case was upgraded to incident): this information was posted on a FDA website by consumer (reference numbers FDA-2014-n-0736-0155 and FDA-2014-n-0736-0015). Consumer had the essure procedure done in 2005. Although her periods got much heavier, the following 9 years with essure birth control was pretty successful. Then one day in 2013 she started experiencing deep throbbing pain in her left outer thigh (hip to knee) and a chronic burning pain in her left back (near kidney) tor 7 months. Her stomach was so swollen that people thought she was pregnant. Even after all 3 pregnancies she had a flat stomach. The x-ray showed the coil looked like a fish hook and her doctor commented the left one did not look right and as soon as it was removed the pain went away after her complete hysterectomy, (B)(6) 2014, 3 months after the first surgery which left fragments. Then 6 months later she was diagnosed raynaud's disease, rashes, joint pain/ inflammation, insomnia and anxiety which she believed were from the toxic material that make up the pet fibers that were released in her body when the doctor pulled them out of her uterus. Follow-up received on 20-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a technical product issue and usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue. The ae case refers also to a usability issue. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced left sided lower back ( sharp stabbing pain for about 6 months, chronic burning pain in her left back (near kidney) tor 7 months). She underwent a first surgery which left fragments and afterwards she underwent complete hysterectomy. A few months after removal, she was diagnosed with raynaud's disease. These reported events are interpreted respectively as back pain, device breakage and raynaud's phenomenon. The back pain and device breakage are listed while the raynaud's phenomenon is unlisted according to the reference safety information for essure. In this particular case, the patient reported chronic back pain (7 months) after essure insertion. The first unspecified surgery left fragments. Three months later, she had a complete hysterectomy. Since it is known that essure may cause pain and considering the positive temporal relationship and lack of alternative explanation, this back pain is assessed as related to essure. Due to the nature of this event, although it was not reported if the insertion or removal was difficult, the causal relationship between the essure and device breakage cannot be excluded. In contrast, the raynaud's syndrome is assessed as unrelated due to the negative temporal relationship, and given the localized action of essure in the fallopian tubes, the raynaud's phenomenon is assessed as unrelated to essure. This case is regarded as incident since a device removal was required and other reportable incident due to device breakage that could have led to a serious deterioration in health. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.